Event description:
It was reported that during an unknown procedure, the clip would not reopen. The device was stuck in the closed position. The applier could not be reopened and removed without further detail. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 05/11/2010. Information anticipated, but unavailable at this time.